Event description:
The customer reported that the system intermittently would not boot up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive and the software upgrade were installed during the service call. No conclusion can be drawn as repair info is unavailable.